Event description:
It was reported that a patient experienced an infection coincident with peritoneal dialysis (pd) therapy. The nature of the infection was not reported. On an unreported date, the patient was hospitalized for the infection. The treatment and outcome were not reported. The action taken with therapy was not reported. Additional information was requested but is not available at this time.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.